Event description:
During a gastrectomy procedure, the device staple malformed (open shaped on one side of staple line). Another device was used to complete the case. There was no patient consequence.